Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient was experiencing pain at the implantable neurostimulator (ins) pocket site. The hcp mentioned that the patient had fallen down stairs and landed on a rake. It was confirmed that the patient was getting good stimulation coverage and an impedance check showed no issues. The hcp suggested an ins pocket revision. The surgical intervention was planned but had not been scheduled yet. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.